Manufacturer narrative:
(B)(4) date sent 6/16/2026 d4 batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Additional information was requested, and the following was obtained: how was the post-op bleeding identified? How many days postoperative was the bleeding identified? What was the total estimated blood loss (ml)? Was a transfusion required? How was the bleeding addressed? What was the pre and postoperative anti-coagulant and pain management protocol? Was the bleeding intraluminal or extraluminal? Were the staples the appropriate b-shape form? Any clips, clamps, or graspers near the area where the device was being fired? All n/a ^ our products not involved is post op bleeding. Please provide a timeline of events. Did the healthcare professional wait 15 seconds after closing the device before firing? No were there any issues with opening the device? If yes, what trouble shooting steps were used to open the device? No were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. No what color reloads were used and what was the sequence of the firings? Blue was a leak test performed? If so, what type and what was the result? Yes and no leak what side was the postoperative bleed? N/a not related to bowel resection can you confirm that the hcp has determined that the postoperative bleeding was not related to the difficulty of the stapler? Hcp determined it was patient profile not products. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: was the bleeding identified in a location where stapler was used? What was the side of the bleeding? What was it about the patient profile that the hcp thought it to believe patient issues with the bleeding and not device issue? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an exploratory laparoscopy stapler was used by dr in a ex lap. He went to resect portion of large intestine with 3 blue reloads. When firing the first reload, he described the firing process as very long as 30 seconds just for the knife blade to get to the distal portion of the stapler. He noted that the motor wasn't slowing down like in thick tissue, but it was actually stopping. As in turning off and on the power while he was holding the firing button. He did this 3 different firings with all firing sequences being the same. The staple line came out fine and they decided to grab another device due to this issue. They observed the staple lines later than day on the patient because they were brought back for bleeding (not related to staple line or any of our products). Dr showed where he fired the first three reloads and they all looked great. All members in the room to include the surgeon said the stapler was acting extremely odd and the firing sequence was off. No surgical delay was reported.